Event description:
See also manufacturer report 3004209178200806372 and associated supplementals. Aside from lead breakage, the patient also had an infection of the device at the time of removal. Other treatments and patent outcome are unknown. Further information is being requested from the hcp.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.